Event description:
It was reported that the insulin pump alarmed button error while trying to perform troubleshooting, the insulin pump alarmed weak battery. The customer's blood glucose was 464 mg/dl, which was treated with a manual injection. The customer stated that they were at the beach and did not have the insulin pump on them for an hour. The customer stated that a button might have been pressed on the insulin pump while it was in the beach bag. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.